Event description:
Prior to procedure crna tested machine and found no leaks or other problems. Five mins after anesthetic gas initiated, the pt began emerging from anesthesia. Crna administered IV agents and switched to another inhaled agent. A few mins later the pt again began emerging from anesthesia. Pt maintained with IV sedation during product problem. New machine hooked up to pt and no further problems, after extensive breakdown of equipment, corrosion found in areas not subject to preventative maintenance. Inhalation vaporizers performed correctly when tested on another machine. The MFR's technique examined the machine and speculated that the corroded parts may have caused small leaks.